Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. A partial lead with the distal tip measuring 47.5cm was returned for analysis. External insulation abrasion was noted at 43.9-44.1cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location.